Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No con.

Event description:
It was reported that the buttons of the insulin pump weren¿t sensitive. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not provide further information. The insulin pump will not be returned for analysis.